Manufacturer narrative:
Concomitant medical products: 4076 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks following implant, the patient's implantable cardioverter defibrillator (ICD) pocket was revised due to a hematoma. The ICD remains in use. No further patient complications have been reported as a result of this event.